Event description:
It was reported that the patient presented for an implant procedure. During fixation, it was observed the right ventricular leadless pacemaker flipped off the septum leading to a stretched helix. The device was covered by the protective sleeve of the delivery catheter and safely removed. The replacement device was successfully implanted without further issue. The patient was stable.

Manufacturer narrative:
The reported event of stretched was confirmed. The reported event of positioning failure could not be confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies.